Event description:
This complaint was initially reported to intuitive surgical inc. (Isi) for an unrelated problem associated with the psm failing axis 1 friction test during preventative maintenance. Parts were replaced to correct the problems found. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the psm arm failed the weighted brake drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm failed the weighted brake drop test. The newest brakes, brake gears, brake bearings and brake shaft were installed to update the arm. All pots and motors were also were replaced. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.